Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, underwent colonoscopy of the cecum - diverticulosis in left side of the colon. Per pfs, "outcome attributed to device: vaginal pain, urinary tract infection, urinary problems, bowel problems, recurrence, and dyspareunia."